Event description:
The event is reported as: as clip package was being opened in the operating room, it was reported that the package had frayed edges as if cut bluntly and dust appeared to be inside the package. No patient injury or intervention reported.

Manufacturer narrative:
Device has been requested, but not received at time of this report. Investigation is ongoing and a complete investigation report will be sent when completed.